Event description:
The customer reported that the system displayed poor image quality, an error message "collimator sutck", and a right footswitch not working for print image.

Manufacturer narrative:
The ge svc rep found a small spot in image, and repaired it by cleaning the collimator cover. He repaired the collimator stuck error, the printer, and the customer replaced the footswitch and tested the system. The system operates as intended.